Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.device evaluation:based on the device analysis grid, the assessments of the complaint are:¿ deflation: observed one opening on radius side assessed as surgical damage and a cracked valve seat diaphragm valve. Additional observations: ¿ white particles observed inner the device.no further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.